Event description:
Depuy altrx ceramic head hip was implanted. Since the installation, patient has suffered severe sharp pains in hip and thigh. Unable to walk to sit. Surgeon has been uncooperative with addressing problem. Dates of use: ongoing (B)(6) 2011 - (B)(6) 2013. Diagnosis or reason for use: hip replacement, emergency surgery. Surgery performed by dr (B)(6).